Event description:
The patient underwent vns lead replacement surgery. During attempts at product return, it was revealed that only a small portion of the lead was removed and then was discarded. The remaining lead portion was left implanted in the patient.

Event description:
It was reported that high impedance was observed on the patient's vns during a follow up appointment. There were no reports of prior high impedance for the patient's vns. The patient was referred for vns replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.